Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray imaging confirmed migration of both leads. A lead revision procedure was completed to resolve the reported event.